Event description:
It was reported through service report that the scale was inaccurate and the casters were delaminated. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cells.